Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, an aneurysm sac enlargement (5.2cm to 6.18cm) with a type ii endoleak and a possible type iiib endoleak were detected by cta during routine follow-up. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 3b endoleak, rather this was a type 2 endoleak from the lumbar artery. Also, the sac growth was related to the type 2 endoleak. The type 2 endoleak is anatomy related and is not a device related failure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: g1,2: contact office- name has been updated. H6: patient code: remove code 1924. H6: device code: remove code 1504, 1506, 2978. H6: result code: remove code 3233. H6: conclusion code: remove code 11, 12. H7: remove recall. H9: remove recall number.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 4.5 years post initial procedure, an aneurysm sac enlargement (5.2cm to 6.18cm) with a type ii endoleak and a possible type iiib endoleak were detected by cta during routine follow-up. The physician will continue to monitor the patient. There have been no additional patient sequelae reported. Additional information: the reported type 3b endoleak was refuted rather there was only a type 2 endoleak (non-device related failure) from the lumbar.